Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, a cause cannot be determined. The device review history for the subject lot was reviewed and no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event for this lot of products. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their endo smartcap tubing. The tubing was quickly replaced and the procedure was completed successfully. The leak was quickly contained. No report of injury or procedure delay.